Event description:
A report was received that the pt was explanted the day after his permanent implant due to infection. The physician would not provide any more details.

Manufacturer narrative:
The devices were not returned to bsn for further investigation as they were discarded at the medical facility.